Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced an episode of syncope. Review of device memory showed no episodes had been recorded in the past 72 hours. No additional adverse patient effects were reported. This device remains in service.